Event description:
It was reported that during an explant procedure, the insulation came off the lead and the wires became exposed. The leads were implanted subcutaneously in the lumbar area. The wires were removed, but the electrodes remained implanted in the pt. Additional surgery was scheduled to remove the electrodes in the pt. Further info was requested.

Manufacturer narrative:
(B) (4).